Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 7022963.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted ipg and paddle lead were discarded. The patient was in pacu (post-anesthesia care unit) still sedated postoperatively.